Event description:
Communication received from the distributor regarding a duraseal product that ¿failed in 2016¿ (product ID unknown). It was reported that a patient had cerebrospinal fluid (csf) leakage on the site even after the duraseal was applied. Request for additional information has been sent.

Manufacturer narrative:
Investigation completed (B)(6) 2017. Integra has performed a thorough review of the reported incident. There was no product received back, and no lot number identified, as such no DHR review could be performed. A review of the current complaint data reveals no trend for the reported complaint mode. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred.